Event description:
The device was being utilized for a thoracentesis. The sheath needle was placed within the pt's pleural space and pleural fluid withdrawn. Upon completion of the procedure, the physician withdrew the sheath catheter from the pt and it was noted the hub had separated from the sheath catheter. The sheath catheter remained in the pt and the physician was able to remove with a hemostat. The pt did sustain a small pneumothorax as a result of the air leak associated with the separated catheter.